Manufacturer narrative:
(B)(4): the manufacturing batch record review for the reported batch confirmed the device met all material, assembly and performance specifications. The complaint device was not received at the complaint investigation site for analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The 90% stenosed lesion being treated was located in a calcified and severely tortuous distal left circumflex. The physician attempted to implant a 2.50x28mm taxus liberte stent, but there was difficulty crossing the lesion. The device was removed and flaring of the stent was discovered. The procedure was completed with a 2.5x23mm non bsc stent. There was no complications and the patient condition is good.